Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-04. H6: investigation summary: customer returned a total of 75 unopened pen needles with tear drop labels identifying them as 4mm, 32 gauge nano pro pen needles from lot 0322553. 30 of the returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 1. 0.0092 in, 2. 0.0090 in, 3. 0.0091 in, 4. 0.0092 in, 5. 0.0091 in, 6. 0.0092 in, 7. 0.0091 in, 8. 0.0093 in, 9. 0.0092 in, 10. 0.0093 in, 11. 0.0093 in, 12. 0.0092 in, 13. 0.0093 in, 14. 0.0092 in, 15. 0.0091 in, 16. 0.0092 in, 17. 0.0092 in, 18. 0.0091 in, 19. 0.0091 in, 20. 0.0094 in, 21. 0.0092 in, 22. 0.0092 in, 23. 0.0092 in, 24. 0.0094 in, 25. 0.0091 in, 26. 0.0092 in, 27. 0.0090 in, 28. 0.0091 in, 29. 0.0094 in, 30. 0.0093 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed. The needles were within specifications and did not feature any dullness or burrs. Lastly, each of the pen needles was attached to a test pen. Saline was pumped from the test pen out the distal tip of each pen needle. Saline exited the pen needles and would not leak once pressure in the test pen normalized. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of difficult to operate.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was difficult to operate. The following information was provided by the initial reporter: the consumer reported to be pushing hard to get the insulin to come out when taking injection. Date of event : unknown. Samples : yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was difficult to operate. The following information was provided by the initial reporter : the consumer reported to be pushing hard to get the insulin to come out when taking injection. Date of event : unknown. Samples : yes.